Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because no lot number was available. Additional information has been requested. Should it become available a supplemental report will be submitted. Stent implanted in 2012.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This stent implantation procedure was completed in the (B)(6). Protégé stent was reported to be fractured. Three stents were implanted on (B)(6) 2012; one 9x60mm protégé gps and two from a different manufacturer (unknown which manufacturer). The superficial femoral artery and the iliac artery were the target arteries. Angiography revealed dissection/thrombosis of the profunda femoris and a graft placed in 2005, so the surgeon decided to extend the stenting into the femoropopliteal graft. The 6x150mm stent from a different manufacturer reportedly lengthened some into the common iliac artery. The 9x60mm protégé stent was placed in the iliac artery and overlapped the 6x150mm stent. In (B)(6) 2013, angioplasty and a bypass of the iliac stent was performed to address a blood clot that had formed as a result of the fractured iliac stent. It is unclear if the stent from the other manufacturer or the protégé stent was the fractured device. In (B)(6) 2013, a graft was performed to address pain from a thrombus in the iliac stent. There were no complications during this procedure. It is unclear if the protégé stent or the stent from the other manufacturer was the occluded device.